Event description:
It was reported that the programmer fan was noisy, the keyboard and back of the case were broken. It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined that the programmer tested out of specification during incoming tests as the touchscreen was broken and the instrument failed incoming functional tests. It was also noted that the upper and lower bullets were broken. The left hasp was broken. The left sliding rails was broken. The paper tray was nearly empty. The anti-slip layer of the radiofrequency head was ripped off and the light emitting diode window cracked. The rear display cover was broken. The cord bay latches were broken. The fan was noisy and the keyboard latch was broken. It was recommended that the instrument be decommissioned. If information is provided in the future, a supplemental report will be issued.